Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user recently reported that level of sounds was fluctuating when using the device. There is no sound perception sometimes, then it comes back. When the magnet is placed over the coil it takes a few minutes for the sound to come.

Event description:
The user recently reported that level of sounds was fluctuating when using the device. There is no sound perception sometimes, then it comes back. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.